Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about july 18, 2006 and subsequently expired on (B)(6) 2006, after use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products associated mdrs #1225714-2014-02970, 1225714-2014-02971, 1225714-2014-02972, and 1225714-2014-02973.